Event description:
It was reported that this pacemaker was an attempted implant due to a ventricular lead connection issue; the pace impedance was greater than 3,000 ohms. A different device was used to complete the procedure. The pacemaker is expected to be returned to the manufacturer for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions pacing and sensing functions were tested. There was no atrial or ventricular pacing output. It was further determined that there was a cracked/open connection on one of the resistance/capacitance arrays in the output circuit.

Event description:
It was reported that this pacemaker was an attempted implant due to a ventricular lead connection issue; the pace impedance was greater than 3,000 ohms. A different device was used to complete the procedure. The pacemaker is expected to be returned to the manufacturer for analysis. No adverse patient effects were reported.